Manufacturer narrative:
Section d1 brand name corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Event description:
Clinical rationale: an impella¿5.5 device was inserted via the right axillary artery in a 72-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. The care team noted increased ectopy when the patient was turned, which self-resolved. Impella position was 4.1 cm from the aortic valve. The patient remained on support. The reported ectopy is consistent with the underlying ami/cgs physiology, hemodynamic instability, and native cardiac conduction abnormalities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected d4 serial number. Updated d4 primary UDI number.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.